Manufacturer narrative:
Product analysis: unable to perform temperature test as blade was not rotating. Visual inspection found the handpiece to be cosmetically not ok. Connector has dent, hi-pot test failed and the blade/bur was not rotating. The motor cable assembly was found faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was heating up and the blade was not rotating. Event found pre-op. There was no patient involvement.